Manufacturer narrative:
Unit alarmed compromised force sensor system during the prime/compromised force sensor system test at 4.0 lbs. Due to faulty force sensor resistor. No stuck on rewind noted. Unable to perform basic occlusion, occlusion and the excessive no delivery test due to compromised force sensor system alarm. Insulin pump received with cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. Insulin was squirting out during the manual prime process. Insulin continued to drip after the motor stopped during the manual prime process. She was unable to exit the preparing to prime loop. Customer's blood glucose level was 162 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.